Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the record. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete event and patient information.

Event description:
It was reported the patient received a replace generator soon message. The next course of action is unknown at this time.